Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was tested prior to a case and did not form clips. When the handle is squeezed the jaws close, then when the jaws open the unformed clip ejects from the cannula. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.